Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor was noted. The pump had cracked battery tube threads, minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 9.7 mmol/l. The customer stated that there are cracks around the battery compartment. The customer stated that there are scratches on the screen but was still able to read it. The customer stated that he went to america and ended up jumping into the pool. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.